Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported during procedure, upon device implant, noise was noted on the atrial channel after the leads were plugged into the appropriate ports. Troubleshoot began to eliminate if the noise was coming from the device and not the lead, so the ventricular lead was plugged into the atrial port and noise was still present. Intermittent sensing anomaly is suspected. A new device was used and patient was stable post-procedure.